Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the air bubble often come up from the black o-rings at the bottom of the reservoir and insulin pump had unexpected lapses in the delivery of insulin. The customer¿s blood glucose level was unknown. The customer also reported that the blue cap of the reservoir was often not on properly. The customer also reported that at times it was extremely difficult to detach the plunger from the reservoir and the needle on the infusion set was frequently not straight. The device will not be returned for analysis.